Manufacturer narrative:
.

Event description:
Information received from the consumer reported that the patient had their implantable neurostimulator (ins) for 10 years then the battery ¿ran out¿ so they removed the whole system. During the surgery, they ran into a lot of scar tissue and had to work around that. It was reported that the patient woke up with their right leg paralyzed. It was also noted that the patient had a laminectomy on l2 and no nerves were cut. The patient spent ¿3 plus¿ weeks in rehabilitation and had got some movement back. It was mentioned that they issue possibly could be due to swelling and the ¿sensory of the nerves¿. The reporter noted that it could come back and it then it might not. The patient used a cane for short distances and a wheel chair. Follow up information received from the manufacturer¿s representative reported that they saw the patient the day previous and the ins battery was not discharged as it just had a low battery. Further information received on april 5, 2016 reported that the representative was present at the surgery. No intra-operative testing was performed other than an impedance check. The ins was not interrogated or turned after the procedure. It was then noted that the nurse informed the representative that the patient felt numbness in their left leg. At no point was the word ¿paralysis¿ used. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.